Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), posterior prolapse, and a rotated heart for a mitraclip procedure. The clip near the posterior mitral valve leaflet (pmvl) was difficult to visualize due to the cardiac orientation causing echogenic tissue shadowing. The first clip (xtw) was placed at the medial side of anterior and posterior leaflet segments 2 (a2p2), but a lateral mr jet remained. A second clip (xtw with lot# 40115r5018) was placed lateral to the first clip. Grasping of the anterior mitral valve leaflet (amvl) and pmvl was achieved simultaneously, and pmvl grasp was optimized with independent gripper actuation. Nevertheless, shortly after deployment the second clip tilted on transesophageal echocardiogram (tee) and single leaflet device attachment (slda) was observed. The xtw clip remained attached to amvl. An mr jet remained lateral from second clip. Then a third clip (xt) was placed lateral from second clip at lateral side of a2p2. The mr was reduced after grasping, residual mr appeared at location of 2nd clip and lateral to 3rd clip. No further clips were placed. Finally mr was reduced from 4 to 2, patient was stable and moved to recovery. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported image resolution poor and slda appears to be related to patient and procedural conditions as it was reported that pmvl was difficult to visualize due to cardiac orientation causing echogenic tissue shadow on pmvl. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.